Event description:
It was reported that an ilet user experienced hyperglycemia after reconnecting the pump following several days off therapy due to a faulty cgm sensor, with the dexcom g7 initially reading ¿high¿ and subsequent fingerstick confirming a blood glucose of 440 mg/dl that decreased to 325 mg/dl after reconnection; troubleshooting and education were provided regarding risks of unknown glucose levels and ketones, and no device alerts or alarms were reported. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included self-management at home without emergency treatment or hospitalization, with glucose trending downward. Investigation included remote troubleshooting and user education regarding sensor pairing, infusion set placement, and monitoring. Investigation of this case revealed an unclear root cause of hyperglycemia, with no evidence of pump alarms or confirmed device malfunction and a newly placed infusion set functioning as glucose values declined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.